Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hosp equipment (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer (B)(6) 2012: the unit has a regular service history with arjohuntleigh and was found to be in an average condition. Left leg has been bent upwards after heavy resident was in it and it tipped over. It is the technician's informed opinion that the damage was not caused by a heavy pt being transferred in the hoist, rather that the leg was damaged by the sling being caught around the leg and the machine still being used. A member of staff at the facility has advised that the pt who was in the sling at the time was (B)(6). The pt was not injured. Management at the facility are unwilling to give a detailed account of the incident at this time. Photos have been requested from the technician.